Manufacturer narrative:
The reported longevity anomaly is consistent with the battery capacity approaching eri, as indicated by the rising battery impedance measurements. At this stage, the capacity of the battery is significantly reduced and its voltage level is sensitive to variations in usage. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. Automated features such as rate responsive pacing can also affect the battery longevity estimates, as the devices pacing rate will respond to the patient¿s needs. After replacing the battery, electrical and mechanical test results indicated normal functionality. The implant duration exceeded the device¿s projected longevity, and is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found to be in backup mode. No intervention has been performed. The patient was stable. Additional information was requested, but not yet received.

Event description:
During follow-up, the device was found to be in back up mode. The device was explanted and replaced to resolve the event. The patient was stable no adverse consequences. Additional information was requested but not received.